Manufacturer narrative:
Upon receipt of the returned product specimen, it was visually examined. One used ventilator was returned with a battery, oxygen input hose, and air input hose. While no visible damage was detected, the exhalation valve cover was found to be loose. Functional testing was also performed. The unit was connected to an air and oxygen supply with the returned hoses. The dual limb circuit was attached to the connections as received (not tightened). The unit was switched on and the settings remained as received. During testing, the reported observation was confirmed, as the unit was delivering 5 cm h20 rather than the desired 20 cm h20. Upon tightening the exhalation valve cover, body, and housing, the positive inspiratory pressure began to rise to the desired measurement of 20 cm h20. The device then functioned as expected and was found to be within specifications. Upon running this unit for six hours, the pressure did not drop and remained at 20 cm h20 for the entire duration. The exhalation valve can become disassembled during cleaning, therefore, the exhalation valve cover, body, and housing must be tightened firmly upon refitting as per user manual 504-2056a, section 5: "the exhalation valve can be disassembled for cleaning by unscrewing the body of the 22/15 mm taper connector. The knurled portion assists the grip during this operation. Once the connector is removed the rubber valve element can be eased off its spigot. Thoroughly clean the connector and the valve element either in running hot water or in a detergent followed by thorough rinsing under running water. Dry both parts thoroughly and check them for damage before reassembly. Ensure that the valve element is correctly mounted on its spigot with the center pipe pointing outwards before replacing the connector body. Tighten firmly but without excessive force." The root cause has been attributed to the exhalation valve being loose during use. Because the connection was not secure, a leak was caused within the patient circuit, leading to the observed drop in positive inspiratory pressure. Correction: yes [x] returned to manufacturer: 16-aug-2017.

Manufacturer narrative:
Report source: (B)(6).

Event description:
It was reported that a pneupac baby pac ventilator was not delivering a peak inspiratory pressure of 20 cm h2o. Instead, the device was delivering a peak inspiratory pressure of 5 cm h2o. The patient experienced a bradycardiac episode down to 30 second beats per minute range and a desaturation to 30% range. The patient was removed from magnetic resonance imaging and manually ventilated. There was no patient injury.